Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator lorazepam 2mg/ml multi-dose vial is prompting nurses to document waste for 1 ml even when only 0.5 ml (1 mg) is withdrawn, causing inaccurate waste documentation. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator lorazepam 2mg/ml multi-dose vial is prompting nurses to document waste for 1 ml even when only 0.5 ml (1 mg) is withdrawn, causing inaccurate waste documentation. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multidose for control removal. A technical support specialist troubleshot the device and attempted to access the server and verify medication formatting. After multiple unsuccessful attempts to get required details from the customer, they advised submitting a new ticket with complete information and proceeded to close the case. So, the technical support specialist has closed the case.